Manufacturer narrative:
(B)(4). No devices received, log review only. The customer requests an event log review. The event logs have been received. A follow up report will be submitted with evaluation results once the logs have been reviewed for evaluation.

Event description:
The customer reported that 3 infusions including tpn, a kvo fluid, and lipids were started at 9:15 pm on (B)(6) 2015. The 50 ml bag of lipids was intended to run for 20 hours. At 5:30 am on (B)(6) 2015 the nurse stopped all the infusions by delaying them, drew lab work, changed the caps, and restarted the pumps at about 5:40 am. A few minutes later when the tpn channel alarmed for air-in-line, the nurse addressing the alarm noted that the lipids bag was empty. The settings, volume infused and tubing were inspected and appeared appropriate. The pt's triglyceride level was drawn and was evaluated; the pt was transferred to a higher level of care, but was later discharged home.